Event description:
It was reported that in 2015 patient's lab results showed elevated serum levels of chromium and cobalt. Left hip revision surgery has been scheduled for (B)(6) 2017, but not confirmed to this date.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the cup and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s fall affected her pain and clinical status. The reported elevated cobalt and chromium levels and the intraoperative findings metal staining of the synovium and synovitis in the joint are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated cobalt and chromium levels, and stained material cannot be confirmed. Further, it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Elevated serum levels of chromium and cobalt reported. Left hip revision surgery performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr cup and head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It was noted that in january 2017 the patient had incurred a fall. It cannot be determined to what extent this fall affected her pain and clinical status. Intraoperatively it was noted some metal staining of the synovium and synovitis in the joint. This along with the reported elevated cobalt and chromium levels are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated cobalt and chromium levels, and stained material cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.